Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient programmer antenna was damaged. The patient reported that they were able to connect the patient programmer without the antenna. There was no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient programmer (pp) only seems to work when it wants to. Patient said it can take 15-20 minutes to turn her pp on and get it to communicate. The patient was walked through connecting and found she was seeing poor communication when she tried to sync. Patient said right now her implant is working, but the pp gives "fits" when she tries to change anything. Patient said she is a sleep walker, fell off her toilet, and she fell right on her stimulator because she fell on a big metal container for her toilet paper. Patient said they took x-rays at the ER, patient was black and blue, she could barely walk, and it hurt at her implant site, but they told her the ins looked fine. Patient said it seems like ever since she fell, it seems like she can't get her implant to do what she wants it to do. The patient was not recently implanted or had revision surgery. The issue was not resolved. No further complications were reported. No additional patient symptoms were reported.